Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was stuck on carefusion blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion blue screen. A technical support specialist (tss) logged into cfn admin on the station and reinstalled the remote smart service (rss). The file path was modified. The station was then rebooted for testing. Following the reboot, the customer confirmed successful application functionality. The station was ready for use. The system functioned as intended after the technical support specialist troubleshot the device.